Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was found to have damage around the neck. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the customer reported that the missing part or rubber was where the tip cover is seated. A small piece of the rubber was missing and was not lost inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the extension tube. The instrument was found to have a broken extension tube at the distal tip. No material was found missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.